Manufacturer narrative:
The initial reported event of high svc coil impedance and fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6)2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the svc coil impedance on right ventricular lead was out of range. The lead was later reported to be fractured. It was further reported that the svc coil had been programmed off. Approximately 2.5 years later, the patient heard an alert and came to the hospital. The alert was triggered due to noise/oversensing on stored episodes with short v-v intervals also noted. The plan was to turn off high voltage therapies and then replace the lead. The lead remains in use. No patient complications have been reported as a result of this event.